Event description:
It was reported that on (B)(6) 2022, a 12mm amplatzer vascular plug ii was chosen for implant with a 6fr non-abbott delivery sheath. The device was unable to go through the 6fr sheath while it was in the catheter so a 7fr non-abbott sheath was attempted to be used as a replacement. During the process of switching to the new sheath the device fell of the wire and could no longer be used. The device was replaced with a 14mm amplatzer vascular plug ii using the 7fr non-abbott sheath. During the implant process it was discovered that the 14mm device was too big. It was removed and replaced with a 10mm device using the same 7fr non-abbott sheath and a non-abbott (jr4) guide catheter. The patient did not have a tortuous anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty deploying the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.